Event description:
On (B)(6) 2015, the catheter was replaced as the physician ¿felt that catheter was in need of upgrade¿.

Event description:
It was reported that a catheter revision was planned. The product issue was unknown at the time of the report. It was unknown what the pump was infusing. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), explanted: 2015 (B)(6); product ID 8596sc, serial# (B)(4), explanted: 2015 (B)(6).

Event description:
It was later reported that the procedure was cancelled due to scheduling. The procedure was rescheduled for 2015-(B)(6). The symptoms and exact catheter issue were unknown. The patient¿s status and outcome at the time of report were unknown.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2001 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).